Manufacturer narrative:
Actual device evaluated by simulated use testing, which confirmed the reported issue. Additional evaluation found a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
During the initial pretest, complete shaft frosting was noticed.